Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event during use of the product on or about (B)(6), 2007 and on or about (B)(6), 2007 and subsequently expired on (B)(6), 2007.

Manufacturer narrative:
This is one event (death) of three events reported for the same patient involving three separate products; associated mdrs #2937457-2014-01244, 01245, 01246 1225714-2014-05184, 05185, 05186, 05187, 05188 and 05189.